Event description:
According to the reporter, during testing, both batteries were having issues when used in the video laryngoscope. First battery still had 110 minutes remaining power, but screen display was dark. Second was a new battery was opened replacing the first battery, after turning on the handle, the tip led did not light up and did not work at all. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10 concomitant product: 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#h23071504) h3 evaluation summary: medtronic conducted an investigation based upon all information received. A total of one battery was received for evaluation. Functional testing noted that the battery was tested using the battery tester and then placed into the test handle. The uut would not stay power cycled on and the display was not visible however the camera led flashed briefly. It was reported that during testing, both batteries are having issues when used in the video laryngoscope. First battery still had 110 minutes remaining power, but screen display was dark. Second was a new battery was opened replacing the first battery, after turning on the handle, the tip led did not light up and did not work at all. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.